Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products-cobalt hv bone cement - catalogue 402282 lot 125090;cobalt hv bone cement - catalogue 402282 lot 473020;biomet cc I-beam tray - catalogue 141222;vangrd tib brg - catalogue 183620 lot 981740;van fem-r - catalogue 183102 lot 321490 lot 885580.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Number 14 states, "patellar tendon rupture and ligamentous laxity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03589 / 1825034-2016-04325 / 04327).

Event description:
Patient reported undergoing a right knee revision approximately five years post-implantation due to allegations of pain and disassociation of the locking bar. The locking bar and tibial bearing were removed and replaced this report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Revision operative report provided noted excessive scarring; a synovectomy - excision scar tissue was performed. The locking bar was noted to be loose and scarred into soft tissue. Polyethylene debris from the tibial bearing was removed along with the rest of the bearing and locking bar. A lateral retinacular release was performed due to the patella button tracking laterally. The femoral and tibial components were also noted to be overhanging on the bone. It was also noted that the patient had fractures of the inferior pole of the patella and proximal fibular shaft that were not treated during this procedure.